Event description:
The pt underwent coil embolization assisted with a 4.5mm x 28mm enterprise (vrd) vessel reconstructing device that was placed in a (mca) middle cerebral artery. The distal mca measured 3.6mm and the proximal mca and distal (ica) internal carotid artery measured 4mm. There was 11mm of coverage on either and of the vrd. The aneurysm measured 15mm. The vrd was successfully placed in the m1 segment of the mca the proximal portion of the vrd came back to just above (pcom) posterior communicating artery in the ica. Upon catheterizing the aneurysm, the distal portion of the vrd had migrated proximally toward the aneurysm. The physicians attempted to place a coil in the aneurysm to prevent further movement but the vrd continued to move, the coil was removed and the vrd came to rest in the aneurysm, the proximal portion of the vrd did not move. After lengthy discussion, the physicians decided since the pt was stable and there was no urgent need to continue, they would bring the pt back in 6 weeks. To attempt further treatment. No microcatheter was entrapped within the microcatheter. The pt was fine.

Manufacturer narrative:
Additional info indicated that prior to enterprise stent deployment, a microcatheter was not placed inside the aneurysm "what is called catheter entrapment technique", and no other devices were utilized during the procedure. During the procedure, the enterprise was not recaptured. No other device contributed to the stent migration, and the stent migration did not occurred during attempts to insert the guidewire through the stent. The stent migration occurred after the stent was detached in the vessel. The stent was not placed at an acute angle and the physician in not sure why the migration occurred. The product remains implanted and will not be returned for analysis. Additional info will be submitted within 30 days of receipt.